Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which matched the clinical picture and a corrected report was issued. Per the reagent IFU, hormone levels below 25miu/ml are reported as negative. It also states "recent studies suggest that urine hcg concentrations are approximately one-half of, or less than one-half, of corresponding serum hcg concentrations." In addition, the customer stated the urine sample was diluted, concluding that the patients urine was below detectable level. The clinitek status+ correctly identified the urine sample as negative and was working as intended.

Event description:
The customer reported a false negative hcg result on a diluted urine sample on the clinitek staus+ compared to a positive blood result on a lab analyzer. There was no report of injury due to this event.